Manufacturer narrative:
Evaluation summary: the device was returned fully clip deployed. The external and internal components were in the correct post deployed position. No strike marks were found on the garage and pusher blocks to indicate interference of the safety release rod distal end. The vessel button engaged with the safety release nut 10 of 10 attempts. No damage, abnormally or mfg issue was detected. The device conformed to specification. The root cause for the reported experience could not be determined. A review of the device history record for this lot did not product any findings relevant to this investigation. Additionally, the 690 unused, sterile devices of the same lot were returned. Evaluation of representative samples found no malfunction. All devices conformed to specification and passed functional testing with acceptable results.

Event description:
Device malfunction: premature collapse of vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. During thumb advancement, the vessel locator button released resulting in the vessel locator wings prematurely collapsing and vessel access loss. Hemostasis was achieved with manual compression. There was no adverse pt effect. Though requested, no additional info was available.